Manufacturer narrative:
It was reported that the ventilator was alarming for no minute volume and was not showing the tidal volume on the screen. Our field service engineer could not reproduce the problem. The patient circuit was not available for a check. Simulated test use ventilation with a test lung ran for a few hours without any alarms or other issues. The ventilator passed all functional and safety tests per factory specifications and was cleared for clinical use. No part was replaced. The evaluation of received device logs shows high priority alarms for low expiratory volume but also for paw high, check tubing and other alarms on (B)(6) 2019, two weeks before the reported date of event. The event log does not extend further back and the date of event will be set to (B)(6). No technical error code was found in the technical log the last years but several alarms for a technical error in the expiratory cassette were generated. The expiratory cassette is in itself a flow measuring device and will not affect ventilation. On (B)(6) was a 5000 hours preventive maintenance performed where the expiratory membrane was replaced. No pre-use checks had failed the last six months. The device logs indicate high pressure and inadequate ventilation. Remedies are to check the patient and breathing system, but also to check ventilator settings and alarm limits. High airway pressure may lead to injury and stop of ventilation. Alarms will be generated when set alarm limits are exceeded. Note that uncertain or off scale values relative current settings are displayed by asterisks on the user interface. The conclusion in this matter is that our field service engineer couldn't reproduce the reported issue. For a long time, the ventilator had had problems with the expiratory cassette that may be related to the reported problem, but this could not be confirmed.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator was alarming for no minute volume alarm and not showing the tidal volume on the screen. There was no patient harm. (B)(4).